Event description:
It was reported that during the first firing, there was temporary loss of power to the handle. Prior to switching out device, power was restored and reverse switch activated. Transaction was completed with no adverse event. Precautionary replacement of deviceno patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4) batch # 720a88.investigation summary :the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device.visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload, however, did not achieved and complete firing sequence. The device was fired tested a second time for functionality by pressing manually on the door where the pcb board. As a result of this test the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria.in order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be damaged.as part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batchas part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.no conclusion could be reached as to what may have caused the pcb board to be damaged.a manufacturing record evaluation was performed for the finished plee60a with lot number x94p8z, and no non-conformances were identified. Manufacturing date: 04/06/2022 expiration date: 3/31/2025.

Manufacturer narrative:
(B)(4). Date sent: 2/6/2023. Additional information: the device was sent to cincinnati for additional evaluation. Upon arrival the instrument was undamaged and appeared normal. Functional testing showed that the instrument had an intermittent power failure that prevented proper function. Further inspection revealed that the control circuit board (pcb) was not fully seated on the frame of the instrument causing one of the control switches to function intermittently. Once power was restored, the instrument produced a conforming staple line when fired with a test reload. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the pcb board is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system.